Event description:
Upon closure of peritoneum, ort noticed the sharpest end of the suture broke off. It was collected as well as the package. The circulator called the charge nurse to operating room. Collected and packaged the broken suture in entirety. No injury. FDA safety report ID #(B)(4).